Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the t-wave oversensing detection criteria was not met. Analysis of the device memory also indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to the t-wave oversensing (twos). It was also reported that during the twos episode, analysis determined the twos criteria was intermittent as the r wave amplitude pattern and the t wave pattern did not meet twos discriminator criteria to continue withholding, resulting in inappropriate therapy being delivered. The rv lead and implantable cardioverter defibrillator (ICD) remain in use. No further patient complications have been reported as a result of this event.